Manufacturer narrative:
D.4 UDI (B)(4) the investigation is ongoing.

Event description:
As reported by a field clinical specialist, the introducer was fully inserted during device preparation, and the vessel was not pre-dilated. Access was obtained via right subclavian cutdown, and the sheath was inserted at a steep angle (>45 degrees). No resistance was reported during esheath insertion; however, the operator reported experiencing some resistance while advancing the delivery system through the sheath. The valve was successfully implanted. A vascular complication consisting of dissection occurred during withdrawal. The complication was described as narrowing at the puncture site and dissection at the bend between the right subclavian artery and the brachiocephalic artery. No device withdrawal difficulty was reported. The delivery system was removed first, followed by the sheath. No abnormalities were observed on either the delivery system or the sheath following removal. Actions taken included surgical repair of the narrowing at the puncture site and conservative management of the dissection at the arterial bend due to the presence of peripheral pressure. The reported contributing factors were small vessel diameter and calcification along the outer curvature of the arterial bend. The patient's condition was reported as stable following the procedure.